Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.the customer's specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the altitude alarm recurred. The customer continued to use the pump for insulin therapy.